Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-60 lead, implanted (B)(6)2005, 6996sq58 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and high rv defib coil impedance. The rv defib coil was diagnosed with a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.